Event description:
The plaintiff's attorney alleged the patient experienced cardiac arrest and all injuries associated therewith and subsequently expired; it was further alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.